Event description:
It was reported that the patient's device was interrogated due to patient palpitations. The right atrial (ra) lead was found to be oversensing and undersensing. The lead remains in use no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.